Event description:
Dr. Was firing enseal across dense tissue and heard a pop and saw piece of enseal blade fall off. The piece was removed from patient and the enseal and blade piece were given to staff member with packaging. New enseal was obtained. No visible harm to pt.